Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No prime anomaly noted during our testing. However, the insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the drive support is loose. Customer's blood glucose was unknown mg/dl. The customer is not able to complete priming procedure and device doesn't finish rewind sequence due to loose drive support cap. The customer was advised to revert to a back up plan and a replacement pump will be send.